Event description:
As reported, on (B) (6) 2008 this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. No further adverse events were reported. Post-operative imaging on (B) (6) 2008, demonstrated no contrast outside of the implanted devices. On (B) (6) 2008, a follow-up CT scan demonstrated distal infolding of the trunk-ipsilateral leg component with no contrast within the aneurismal sac or around the infolded portion of the device. The pt is in stable condition.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications.